Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6)) displayed a "coolant low" message was confirmed during the functional testing. The root cause of the reported complaint was a failed coolant sensor block with the board. During the functional testing, one of the leds of the coolant sensor block with the board was not lit. This resulted in the reported "coolant low" message confirming the reported complaint. The coolant sensor block with board and rj45 cable was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
On march 23, ivtm therapy with the thermogard xp ivtm system (sn (B)(6)) began. During the induction phase to maintenance phase, the console intermittently displayed a "coolant low" message, even though the coldwell was properly filled with coolant. Another thermogard system was used to continue the therapy. No patient injury was reported.